Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The reported problem was not identified during the event history log review. The evaluation included functional and electrical testing of the device, which the device was within specification. A visual inspection was performed and the device passed. The sample analysis revealed non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was a noisy pump. The pump was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. It is unknown when this occurred or if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.